Event description:
The reporter called and alleged discrepant results on the device when compared to the lab on two pts during a correlation study. The reported device results were 4.6 and 4.8 inr. The corresponding lab results reported were 3.25 and 3.69 inr. No treatment was provided to the pts. The device was replaced and requested to be returned for evaluation.